Manufacturer narrative:
The company representative (cr) performed alignment and calibration of the system as a preventative measure. The cr then tested and verified the system to meet specifications. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with an incomplete sideport and an anterior capsule tear post laser treatment. Additional information has been requested.